Manufacturer narrative:
Investigation conclusion: the reported complaint of an issue with front case assembly (qty 3 p/n tc10008389) due to the device being broken was confirmed and replicated. Three returned keypads were connected to a cad pcu test fixture #(B)(4) with two of them being unable to power on the device. One keypad successfully powered on with no issues. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir #10000356329. Bd recommends during the cleaning process do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (qty 3 p/n tc10008389). During external inspection, the keypads were observed with dry fluid residue on the rear panel on the lower screw holes. The ground cable was observed with bends and signs of fluid ingress. During internal inspection, 3 out of 3 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer.

Event description:
It was reported the front case assembly is being replaced due to being broken. There was no patient involvement.